Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: unable to program secondary, says "the tubing set does not contain a secondary port". Cleaned and a test infusion has been attempted. There were no reports of these pumps stopping an active infusion or causing patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor) . An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a set ID failure. Upon returned, the device was not able to recognize the secondary port of tubing sets during testing. Additionally, once reverted to manufacturing mode, the pump failed set ID functional testing. No additional damage or fault was identified.